Event description:
The complaint is reported as: the customer alleges that the bulb appeared detached from the blade inside the package. No report of pt harm/injury.

Manufacturer narrative:
Upon visual inspection at receipt of blade, the broken pipe light was confirmed in the package. The DHR (device history record) not available for review in the us. The complaint has been confirmed. A root cause cannot be established due to the lack of detailed info regarding the circumstances of the breakage. No corrective/preventative actions assigned. Conclusions - no code found for conclusion(s) of the eval. The complaint was confirmed, but the root cause is unk.